Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿channel error while administering clevidipine". There was patient involvement but no harm. On follow up, the hospital clinical contact indicated the was no patient harm. The event occurred at 12:45 am. The intended infusion rate was 8ml/hour with a total bag volume of 100ml.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿channel error while administering clevidipine". There was patient involvement but no harm. On follow up, the hospital clinical contact indicated the was no patient harm. The event occurred at 12:45 am. The intended infusion rate was 8ml/hour with a total bag volume of 100ml.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.